Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation of the patient's pacemaker it was noted that patient's ventricular rate was elevated due to an inappropriate rate response. The patient reported feeling uncomfortable palpitations as a result of the elevated rate. Programming changes were discussed but no intervention was performed.